Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 5.9, lab: 3.6. Target inr range <3.0. A healthy adult was tested on these strips last week resulting in an inr of 0.9.

Manufacturer narrative:
Investigation pending.